Manufacturer narrative:
Patient collection and storage information was requested but not provided. The instrument is currently performing within qc specification with respect to controls and reproducibility. Qc was run before and after the incident and the instrument is currently performing within qc specifications. A field service engineer (fse) was dispatched and could not reproduce the problem and he verified the instrument operation. The root cause is unknown, but maybe related to a mixing issue. The patient's results are indicative of a sample mixing pattern. Per bci labeling: erroneous results may occur if the sample is not adequately mixed before analysis. Inadequate mixing may cause either of the following typical patterns of results when compared to the expected results: an increase in rbc and hgb accompanied by little change or a decrease in wbc and/or plt.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter act 5 diff cp analyzer generated erroneously low white blood count (wbc), platelet (plt), and high red blood count (rbc), hemoglobin (hgb) results. It is unknown if specimen results were flagged. Reviews of results provided are typical of inadequate sample mixing. Erroneous results were reported out of the laboratory. The same specimen was run the following day on a reference instrument with results that were considered correct. There was no death, injury or change to patient treatment as a result of this event.